Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue that ¿the sheath of one of the cables close to the jaws is defective.¿ the instrument was found to have a conductor wire with damaged insulation. No material was found missing. The electrical continuity test was conducted and passed. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument (pn: 470172-16, batch-sequence: n10191119- 0162) associated with this event has been performed. Per a review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 4th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additional findings unrelated to the reportable event: the instrument was found to have a frayed grip cable at the distal end. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with 6 uses remaining and, therefore, was not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the customer noted that the sheath of a cable near the jaws of the maryland bipolar forceps instrument was defective. There was no report of patient involvement. Intuitive surgical, inc., (isi) followed up with the initial reporter and obtained the following additional information regarding the last usage of the device: there was no impact on the da vinci-assisted rectopexy surgical procedure or the patient. The procedure was completed with no reported harm, injury, or adverse outcome.

Manufacturer narrative:
The site's cssd manager was contacted, who indicated that patient demographic information is not available.